Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the patients incontinence unchanged following the initial implant of the original aus. The aus 4.0cm cuff, pump, and balloon was explanted and a replaced with a new aus cuff, pump, and balloon. The procedure was completed successfully with no clinical consequences to the patient. The physician believed the originally placed cuff was too large for the patient and was not successfully treating the incontinence.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of recurring incontinence and size incorrect for the patient cannot be confirmed as analysis did not identify any leaks, holes, damage or any other device malfunction. Technical analysis: the cuff, pump, and balloon was returned for analysis to our post market quality assurance laboratory. Visual examination and functional testing did not identify any leaks, damage, or device malfunctions. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the patients incontinence unchanged following the initial implant of the original aus. The aus 4.0cm cuff, pump, and balloon was explanted and a replaced with a new aus cuff, pump, and balloon. The procedure was completed successfully with no clinical consequences to the patient. The physician believed the originally placed cuff was too large for the patient and was not successfully treating the incontinence.